Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient experience a low blood glucose of 4.7 mmol/l associated with two reportedly unprogrammed boluses. The patient was reportedly treated with oral carbohydrates and blood glucose levels resolved. The patient's reported blood glucose does not meet criteria for an adverse event. The pump bolus history indicated boluses of 0.15 units at 9:08 pm and 1.15 units at 9:07 pm that the reporter stated were not programmed. The reporter also stated that another bolus in the history at 7:13 pm recorded in the amount of 1.05 units was actually programmed in the amount of .65 units. The total daily dose history showed that the bolus amounts added correctly in the pump history. This report is made based on the allegation that the pump delivered two unprogrammed boluses.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box and bolus history indicated a 1.05 unit bolus was programmed and delivered on (B)(4) 2012. The pump was exercised for 24 hours with no unprogrammed boluses occurring. A normal bolus and an audio bolus were programmed and the boluses recorded accurately in the pump history. The keypad was tested and all of the keypad buttons were found to be responding appropriately to user input; no hypersensitive buttons were found.